Manufacturer narrative:
H2 additional information: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735585 software cranial, serial lot/sw version: 3.1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during an electrode and probe placement procedure. It was reported that there was an alleged inaccuracy. On the pre-operative computed tomography (CT) and magnetic resonance imaging (MRI), stealth was merged but errors were found. The parietal circumference was correct, but the cranial base circumferences was misaligned. It was noted that the patient had an implant in the shoulder which may have been affected by the halation. A 1.5t MRI was used because of the presence of the implant. Verification using a phantom was required. The issue could not be resolved, so the surgery was discontinued.

Manufacturer narrative:
H3: logs were not able to be returned. Software analysis was completed based on the information available and determined that there was insufficient information available to determine if a software anomaly occurred causing the reported event. Codes b17, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.